Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during laparoscopic bariatric surgery, when severing gastric tissue on the second firing, after fired, noted the staples malformed . Changed another device, they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.